Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trellis 8 80x30. The customer states that the proximal balloon would not stay inflated. Device was prepped and placed inside the pt according to the IFU. Upon inflating the proximal balloon the physician noted that the balloon would not retain its desired diameter. In order to achieve this, the physician had to continually add more saline/contrast to the balloon. The procedure was carried out without any further consequences. No medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.